Event description:
The wire broke during a dural fistula embolization. The dr was not able to retrieve the tip, although he tried with a few retrievers. Several coils were deployed for the embolization after the wire has broken. The pt was reported to be alright after the procedure with no ill effects from the event.